Event description:
It was reported that, according to the guardians, the pt had a complete hearing loss after falling down about 10 days ago. Local congestion and swelling over the implant was found by physicians. Testing carried out 10 days later, when swelling had disappeared, shows that the device has malfunctioned. The pt still has no reaction to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.